Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019. The customer confirmed the touchscreen was bad. The customer replaced the touchscreen to resolve this issue.

Event description:
The customer reported the touchscreen was bad. There was no patient involvement.